Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt the lead would not pass through the introducer. The physician suspects that the first lead may be oversized. A new lead was used and passed through the same introducer with no resistance. No patient complications have been reported as a result of this event.